Event description:
Approx. One (1) year after implantation, patient began experiencing groin pain and had a cyst drained in (B)(6) 2012. Patient is still having pain and has seen 5-6 surgeons who all believe her problems/pain are due to her metal-on-metal implants. Update - this complaint has been reopened because a report received from sales rep indicates that the patient was revised on (B)(6) 2012 to address hip pain.

Manufacturer narrative:
Update: (B)(6) 2012 - litigation papers received. Doi was provided- (B)(6) 2008. There is no new information that would affect the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: this complaint has been reopened because a report received from sales rep indicates that the patient was revised on 05/30/2012 to address hip pain. Update: 11/9/2012 - litigation papers received. Doi was provided - (B)(4) 2008. There is no new information that would affect the investigation. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.